Event description:
We received an allegation about discrepant results for 2 patients' samples tested with multiple assays on a cobas c 503 analytical unit. The assays were alkaline phosphatase acc. To ifcc gen.2, altp gen.2, aspartate amino transferase, bun, tina-quant c-reactive protein IV, and creatinine jaffe gen.2. Sample 1: alkaline phosphatase: initial result: 29.5 u/l. Repeat result: 67.8 u/l. Altp: initial result: 7.72 u/l. Repeat result: 20.9 u/l. Aspartate amino transferase: initial result: 12.2 u/l. Repeat result: 23.1 u/l. Bun: initial result: 20.7 mg/dl repeat result: 31.0 mg/dl. Tina-quant c-reactive protein IV: initial result: 0.298 mg/dl (accompanied by a data flag). Repeat result: 0.425 mg/dl. Sample 2: creatinine: initial result: 0.941 mg/dl. Repeat result: 1.13 mg/dl. Alkaline phosphatase: initial result: 46.9 u/l. Repeat result: 88.5 g/dl. Altp: initial result: 22.0 u/l. Repeat result: 45.4 u/l. Aspartate amino transferase: initial result: 18.8 u/l. Repeat result: 32.9 u/l. Multiple data flags on other test results prompted the repeat of the samples on a different cobas c 503 analytical unit. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The alkaline phosphatase acc. To ifcc gen.2 reagent lot number was 93559301 with an expiration date of 31-oct-2026. The altp gen.2 reagent lot number was 91822101 with an expiration date of 30-nov-2026. The aspartate amino transferase reagent lot number was 90712801 with an expiration date of 30-sep-2026. The tina-quant c-reactive protein IV reagent lot number was 90624701 with an expiration date of 31-aug-2026. The creatinine jaffe gen.2 reagent lot number was 89816101 with an expiration date of 30-apr-2027. The bun reagent lot number was 927815. The expiration date was not provided. The calibration was provided and was acceptable. The customer's qc recovery was provided, but the target means and ranges were not provided. The alarm trace did not show any abnormality. The field service engineer (fse) found that the basic wash tubing was broken. He replaced the tubing and performed checks, precision studies, and qc with successful results. He confirmed that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.